Event description:
Report received from (B)(6) stating that the device was wobbling when attached to the motor. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional info is received, a supplemental report will be sent. Ref: (B)(4).